Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had software failure a field service engineer found that the station medapp could not be synced, reimaged the station, and pushed the antivirus and wsus packages. The engineer set the station to the correct time, confirmed that the station could be accessed remotely, and verified that the medapp was booting up. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating and was on disconnected mode and critical override. However, there were no delays or adverse events or injuries reported based on this event.